Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple cubies continued to fail and prevented nurses from recovering storage space when pharmacy was not available. Errors included duplicate address and not detected with inconsistent recovery after reboot. The customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that multiple cubies continued to fail. A field service engineer (fse) ejected all cubie pockets, inspected the pyxibus and rowboard cables. The fse then reseated trays and pockets and booted the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.